Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced pectoral stimulation with the lead in both bipolar and monopolar modes. The lead exhibited low impedance and high threshold values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Visual summary analysis of the lead indicated apparent explant damage. Rv capture threshold has been 2.5v since implant. Rv pace impedance 1750 ohms at implant, but falls to and consistently stays at 470 ohms within a week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.